Event description:
The user reported that near the end of a fistula declot procedure, the physician removed the wire from the sheath and noticed the tip (1cm) of the wire coating had torn off from the wire exposing the metal core. There was no unusual wire resistance noted during the procedure. The location of the missing jacket material is unknown. No patient harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation along with a used sheath introducer. The user did not indicate if this was the initial use of the device. A follow-up report will be submitted when the investigation has been completed. Evaluation codes: conclusions: not yet available - evaluation in progress.